Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x4.00mm, eccentric, de novo target lesion with significant lesion bend of >45 and <90, was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). After a guide wire was successfully advanced and predilation was performed with a 2.00x08mm balloon catheter, leaving 60% residual stenosis, a 3.50x32mm promus element ¿ drug-eluting stent was advanced and implanted in the target lesion. Post dilation was then performed with a 3.50x15mm balloon catheter. However, when cineangiography was checked from various angles, a vessel dissection at the distal end was noted. A non-bsc shorter stent was then used and successfully covered the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.